Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician inserted the tip of the tome through the biopsy cap on the olympus endoscope. When advancing it through the cap, it was noticed that the cutting wire of the sphincterotome was bent or kinked. The account reported no visible damage to the packaging of the sphincterotome and the sterile barrier did not appear compromised. The procedure was completed with another hydratome rx sphincterotome using the same biopsy cap and scope . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was bent. The od of exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire of the sphincterotome was bent or kinked. However, during manufacturing, the devices are 100% inspected for working length and tip integrity . Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician inserted the tip of the tome through the biopsy cap on the olympus endoscope. When advancing it through the cap, it was noticed that the cutting wire of the sphincterotome was bent or kinked. The account reported no visible damage to the packaging of the sphincterotome and the sterile barrier did not appear compromised. The procedure was completed with another hydratome rx sphincterotome using the same biopsy cap and scope . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.